Manufacturer narrative:
Evaluation summary: customer reported no video/error msg, scope not conn. However, there was no repair data that could determine the cause. We checked the returned unit and confirmed that the objective lens unit was cracked. Based on the result, we concluded that it was caused due to the physical damage applied on the objective lens unit. In addition, we confirmed that the lg cable connector fluid damage, the lg cable connector corroded, and the lg cable connector corroded; however, they are not the main cause, and/or irrelevant to the alleged complaint. Correction information: g6: follow up #1, h2: type of follow up, h6: coding changed based on the investigation result.

Event description:
A customer requested and RMA for a ec38-i10cl (sn: (B)(4)) video colonoscope for an issue of no video image, error message-scope not connected. The issue was observed in the operating room prior to use. There were no patient or user injuries, adverse events, delay, or medical intervention reported.

Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. We do have similar model ec38-i10cl-us available in the united states with a 510k number k190805. A device history record (DHR) review for model ec38-i10cl, (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 22 mar 2021 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.